Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited a conductor fracture. The lead was capped and replaced on (B)(6) 2019. It was noted that the patient experienced pocket stimulation before the procedure. There were no issues during the procedure and the patient was doing fine post procedure.